Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was treated with vancomycin injection (start dose of 1g, intraperitoneal), amikacin injection (start dose of 500mg followed by 100mg in one bag, intraperitoneal) and imipenem injection (1g, in one bag, intraperitoneal) for peritonitis. Hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.